Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the inspace balloon implant shifted posteriorly in the subacromial space 2 weeks post op. The balloon was deflated upon examination prior to removal. The balloon was removed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: inspace balloon implant shifted posteriorly in the subacromial space 2 weeks post op probable root cause: process - spacer or plug not manufactured to specification - incorrect size spacer within package application - implant used in contraindicated or ill-advised patient population - user not familiar with device - incorrect spacer size selection - spacer contact with other implants - user underinflated or overinflated spacer - patient noncompliant with post-op rehabilitation schedule or exposed to too intensive pt - use of more than one spacer within joint the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the inspace balloon implant shifted posteriorly in the subacromial space 2 weeks post op. The balloon was deflated upon examination prior to removal. The balloon was removed.